Manufacturer narrative:
Reference ID: (B)(4). Digitaldiagnost r3.x is an x-ray unit for nearby controlled digital and conventional fluoroscopy and radiography. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 3.x indicating that wireless portable detector was dropped. The device was in clinical use and there was no harm to patient or user. The field service engineer (fse) performed analysis and concluded that the detector was damaged due to drop, which caused image artifacts. After checking shock logs and calibrating the detector, the artifacts still remained. The detector needs replacement. A replacement quotation was sent to customer. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (user error).

Event description:
It was reported that the detector was dropped. The device was in clinical use and there was no patient or user harm.